Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user was taken to the hospital due to concerns regarding insulin delivery. The user¿s caregiver reported that she believed the ilet did not administer the meal bolus, so a manual insulin injection was given. The user was discharged on the same day. Multiple follow-up attempts were made, but no additional information was obtained. The ilet remained connected and functioning during the event.